Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a communication bus cable issue. A field service engineer replaced the communication bus cable and reseated the row board cable header at the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.